Event description:
Mtwa testing was conducted (B)(6) on the pt, who complained of a burning sensation during the test. She returned a week later to seek treatment for persistent skin irritation at the electrode sites. Her cardiologist attributed the marks to the pt's extremely sensitive skin and advised her to apply aloe to the affected areas. At a follow-up evaluation two weeks after the test, the pt still had redness and scabbing but the areas were not as sore and appeared to be improving. The cardiologist forwarded photos of the affected areas to cambridge heart and said he would continue monitoring the pt. On (B)(6), the pt e-mailed cambridge heart noting that she believed the marks were permanent. After making several attempts to contact the pt, via phone and e-mail, cambridge heart (B)(4) spoke with the pt on (B)(6). The pt reiterated her concern that the marks may be permanent. Her description of the marks and the affected areas is consistent with hyperpigmentation at micro-v sensor sites fi, v4-v6 and ll.

Manufacturer narrative:
Because a new exercise physiologist was being trained on the day of the patient's test, the pt ended up wearing the electrodes for approx an hour. This is twice as long as the usual 30 minutes required for mtwa testing. The sensors used on the pt were freshly opened (not re-used) and discarded after use. Inspection records for lot #700634 verified that the sensors passed inspection.